Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2009, 5076-58 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was capped for an unknown reason. No patient complications have been reported as a result of this event.